Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that right atrial lead exhibited intermittent oversensing of lead noise that caused inappropriate mode switch. No programming changes were made. No patient consequences were reported.